Event description:
It was reported that, during ureteroscopy with laser lithotripsy procedure, the laser fiber broke inside the patient. It was noted that physician looked all around and there were no fragments found. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Event description:
It was reported that, during ureteroscopy with laser lithotripsy procedure, the laser fiber broke inside the patient. It was noted that the fiber break occurred on fiber body and there were no fragments seen or found in patient's body. A p120 moses 2.0 console was used. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.